Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that her blood glucose (bg) levels reached 18.9 mmol/l (341 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks. Patient's bg levels were elevated when she woke up, and she noticed her pod was loose. The patient reported that ketones were present in her system, three times her normal amount. When the pod was removed, it was noted that the cannula was bent. As treatment, correction boluses were delivered and a new pod was applied.